Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. The caregiver confirmed that the pink slide did move forward and the cannula inserted into the skin during wear. The adhesive was also secure. There was no insulin leakage and no alarms or alerts were received. Upon removal of the pod, it was determined that the cannula was bent. Last bolus leading up to the event was 3 u of insulin. No medical intervention was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down/smartphone: lockdownomnipod 5 software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.